Manufacturer narrative:
The returned blades were evaluated visually and under magnification. It is determined that the black oily substance is a combination of silicone lubricant and microscopic particles that emanated from the edm edgeform process and not completely removed from the blade during post process cleaning. The corrective action for excessive lubricant was implemented in (B)(6) 2009. Device in question was manufactured prior to implementation of these actions. (B)(4).

Manufacturer narrative:
The returned blades were evaluated visually and under magnification. It is determined that the black oily substance is a combination of silicone lubricant and microscopic particles that emanated from the edm edgeform process and not completely removed from the blade during post process cleaning. The corrective action for excessive lubricant was implemented in mid 2009 under CAPA (B)(4). Manufacturing was made aware of the residual edm slag in (B)(4) 2009 and has taken steps to assure that the edm slag is adequately removed from the blade, after processing. The process is currently being audited by quality control. Long term, the edm operation is procuring new cleaning technology and we expect implementation by q2 2011. Device in question was manufactured prior to implementation of these actions.(B)(4)

Event description:
Black oily substance coming out of blade. Flushed joint to remove, most gone some still on bone.